Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to middle segment of left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was able to cross the lesion, first dilatation was performed and the balloon was sufficiently inflated at 12 atms. However, when the physician tried to perform 2nd dilatation, the atm pressure did not elevate. They remove the balloon smoothly and the physician confirmed a balloon rupture. It was replaced with a non-bsc balloon catheter and the procedure was continued, however, it also ruptured around 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for inside a carrier tube (hoop). Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to middle segment of left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was able to cross the lesion, first dilatation was performed and the balloon was sufficiently inflated at 12 atms. However, when the physician tried to perform 2nd dilatation, the atm pressure did not elevate. They remove the balloon smoothly and the physician confirmed a balloon rupture. It was replaced with a non-bsc balloon catheter and the procedure was continued, however, it also ruptured around 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.